Event description:
It was reported that the patient¿s stimulator had not been working for about a month or maybe a little more. It was stimulating but it was not affecting them at all, and it was turned up and up but got more pain, and it was not working at all. It was noted that the patient had seen their physician twice but they wanted to get the ok from the manufacturer to have it taken out. It was noted that they probably did not do something right and ¿screwed¿ themselves. The patient¿s next physician appointment was scheduled for (B)(6) 2015.

Manufacturer narrative:
Concomitant: product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. Product ID 3777-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 3777-60, serial# (B)(4), implanted: 2013-(B)(6). Product type lead. (B)(4).